Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The excessive no delivery alarm test could not be performed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at display window corners, cracked battery tube threads, a severely scratched display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that on several occasions the insulin pump alarmed no delivery and motor error. The customer's blood glucose was 575 mg/dl, which was treated with the insulin pump and was successful. The customer took 3 corrections with the insulin pump and did not know what to do because the screen of the insulin pump read motor error. The caller stated that on one occasion the no delivery alarm was caused by a kinked infusion set tubing because the customer was lying on top of the tubing. At the time of the phone call, the customer's blood glucose was 183 mg/dl. The customer delivered 9 units of bolus after lunch, but the device only delivered 1.3 units and alarmed no delivery. They unhooked the infusion set and made sure that insulin was coming through the tubing; the insulin pump alarmed motor error at bolus delivery of 4.5 units. Troubleshooting was performed and insulin did exit. The call was dropped. Three call back attempts were made to no avail. Nothing further was reported.